Event description:
It was reported that during procedure, one end of the fiber was connected to the console, and the other end entered the patient's body. After the console was started, the fiber could not transmit energy. The fiber was checked; it was separated from the connector. The procedure was completed using another of the same fiber. There were no patient complications.